Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a sensation snare was used. It was reported that the sensation snare was not working with a non-bsc generator. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a sensation snare was used. It was reported that the sensation snare was not working with a non-bsc generator. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on october 16, 2013: replacing the active cord resolved this issue.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.